Manufacturer narrative:
The patient is a smoker with a medical history of copd. The index procedure was prompted by stable angina. During the index procedure one resolute onyx stent was implanted into the rca and one resolute onyx was implanted into the lad. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted. It was reported that on the same day as the procedure a non-q-wave mi (target vessel), 3rd udmi peri-pci occurred in the mid lad. Sponsor assessed the event as possibly related to the device and not related to the antiplatelet medication.